Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following transeptal puncture (tsp) with a veracross large assess device for a watchman procedure, the wire could not be seen in the left atrium (la). The wire was located with the device in the transverse sinus running along the aortic root. A pericardial effusion was noted, and a pericardial tap was performed. Further continuation of the watchman procedure was canceled. The patient was admitted beyond the standard of care and later fully recovered.

Manufacturer narrative:
Correction to include f1001: absence of treatment f10/h6 code. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that following transeptal puncture (tsp) with a veracross large assess device for a watchman procedure, the wire could not be seen in the left atrium (la). The wire was located with the device in the transverse sinus running along the aortic root. A pericardial effusion was noted, and a pericardial tap was performed. Further continuation of the watchman procedure was canceled. The patient was admitted beyond the standard of care and later fully recovered. It was further reported that they could not see the tent on the tsp, I did not see the wire in the left atrium. Two drops attempted; transesophageal echocardiography (tee) was used. Patient had no leads implanted.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following transeptal puncture (tsp) with a veracross large assess device for a watchman procedure, the wire could not be seen in the left atrium (la). The wire was located with the device in the transverse sinus running along the aortic root. A pericardial effusion was noted, and a pericardial tap was performed. Further continuation of the watchman procedure was canceled. The patient was admitted beyond the standard of care and later fully recovered. It was further reported that they could not see the tent on the tsp, I did not see the wire in the left atrium. Two drops attempted; transesophageal echocardiography (tee) was used. Patient had no leads implanted.